Manufacturer narrative:
Medical devices: product ID 3889, product type lead. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that patient turned their device off the previous night and that their leads were not in the right place and it was very painful. No further complications were reported.